Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of abrupt shutdown was confirmed. The site rite 8 was visually inspected upon receipt and was found to be in good physical condition. The reported issue is confirmed; the scanner shuts down prematurely when ac power is removed. The root cause of the reported issue is a use-related, internal li-ion battery failure. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaint has been reported by the same us facility. The previous complaint evaluation for this serial number ((B)(4)) are: confirmed, root cause was identified as a failure on the lithium-ion battery. (Reference: MDR number 3006260740-2019-00784).

Event description:
Per biomed, battery shuts down very prematurely. The site 8 won¿t hold a charge , battery indicator shows 99% . If the unit is on and unplugged from the electrical outlet it only stays on for 4 minutes before it shuts down . When you plug the unit back into the electrical outlet and restart, the unit battery indicator shows 98%.